Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient's attorney reporting allegations of nose irritation, dizziness, headache, hypersensitivity, kidney disease/toxicity, liver disease/toxicity. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient's attorney reporting allegations of nose irritation, dizziness, headache, hypersensitivity, kidney disease/toxicity, liver disease/toxicity. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings and dust was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box a: patient identifier has updated. In box e: reporting address city, reporting address state has updated. In box g: report source - other, date received by mfg has updated. In previous report reporting address line 2 is incorrectly captured, and it is corrected as blank. In previous report liver disease/toxicity is incorrectly captured in patient outcome code grid, and it is corrected in this report.